Event description:
Pt reports experiencing headaches and diarrhea, takes fioricet and imodium to relieve. Pt also reported their mini spike dispense pin caused remodulin to leak from vial. Product lot number unknown. No further information, details or dates available. Md is aware. IV remodulin pt via cadd solis pump. Diagnosis for use: pulmonary arterial hypertension.